Event description:
It was reported that the zimmer dermatome was skipping. Additional clinical f/u with the hospital indicated that the device was noted to be problematic prior to pt use and was replaced with an alternate, available, device. Hospital rep was unable to provide any detail on the specific "problematic" nature of the device. There was no report of harm, delay of procedure start, surgical intervention, or increased surgical time.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u up medwatch will be submitted once the investigation is complete.